Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring motor error. The customer stated that the drive support cap was loose. Customer also reported a high blood glucose of 330 mg/dl the morning prior to call. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Device had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, and stained address or serial number label.